Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 542 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer requested the assistance with programming the insulin pump. Reminded customer to review insulin pump settings on previous insulin pump prior to programmed the replacement. Customer was advised to follow up with healthcare professional if current settings need to be changed. Customer assisted with programming insulin pump. The insulin pump was not returned for analysis.